Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing. A technical support specialist (tss) dialed into the server, ran a service downtime query, verified the communication between the care fusion coordination engine and the server, and identified a disconnected flag. The tss also noticed there was no critical notice on the health sight viewer and confirmed that the nurse was able to access the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the orders were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.